Event description:
It was reported that two pauses in ventricular pacing occurred overnight. The pace/sense portion of the defib lead was prophylactically replaced with new pace/sense lead yesterday. Rv capture management feature shows good threshold of 0.625 volts at 0.4ms. Manual testing showed the same results. The company representative performed provocative testing; manipulation of pocket, moving arms and isometrics but no issues were found. The physician believes that it could be failure to capture due to patients profound sleep apnea leading to hypoxia. The patient will be monitored overnight. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.